Manufacturer narrative:
(B)(4). Batch #: u95g0g. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the distal guide weld broken. The device was tested on the generator and passed all functional testing. However, during mechanical test it was observed that the blade was exposed once the jaws were opened. The device was disassembled to inspect internal components and it was observed that the blade was broken at rod near to the weld. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic kidney and adrenal gland, when the nurse and the surgeon was passing the device, the tip was held and the hinge broke. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.